Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, de novo lesion in the mid left anterior descending artery. A rotablator was used but the result was not good due to the heavy calcification. Pre-dilatation was performed and two xience alpines were placed in the lesion. Intravascular ultrasound (ivus) was performed but the ivus caught on the stent implant deployed in the distal lesion. The ivus catheter was pulled but it could not be removed. A balloon catheter was advanced to the proximal portion where it was stuck and inflated but the ivus could not be removed. The balloon catheter was advanced to the stuck portion again, but it could not be removed. During this time the guide wire started to withdrawal from the lesion. The guide wire was attempted to be advanced to the lesion again. The tip coil of the guide wire contacted the part where the ivus was stuck and the ivus catheter was removed from the stent implant. The patient had chest pain when the ivus was stuck in the stent. No other treatment was performed in the procedure. No additional information was provided.

Event description:
Subsequent to filing the initial medwatch report, information was received stating that it was 2 xience xpeditions used in this procedure, not 2 xience alpines. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effect of pain, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries.